Event description:
The homecare provider (hcp) reported the following info: (1) a pt went to the store and kept the concentrator running at home while they were gone. (2) when pt returned to their trailer, the oxygen tubing was black and melted, the carpet had a charred line, and black soot was on the outside of the unit. (3) no injury occurred.